Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to limb length discrepancy. The surgeon reported that the patient had a previous spine surgery which resulted in a tilted pelvis, causing the discrepancy. Patient was revised to a femoral head with a larger offset as well as a sleeve.